Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (7.5 mg/ml at 1.5 mg/day) via an implanted pump. It was reported that during the pump replacement surgery when doing the cap (catheter access port) procedure before replacing the pump, the medicine was coming out/squirting out of the catheter connector part of the catheter. The pump and catheter were both replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient had no symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11328r32, implanted: (B)(6) 2002, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 20-aug-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.